Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 2-3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xt was successfully placed on the anterior/ septal leaflets successfully. A second triclip xt was then implanted posterior to the first clip successfully. While attempting to implant a third triclip xt posterior to the second, it was identified that the second triclip had a single leaflet detachment (slda) and was no longer attached to the leaflet. The procedure was discontinued, the final tr was grade 2-3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be related to procedural factors. There is no indication of a product issue with respect to manufacture, design or labeling.